Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the anesthesia department, during use on the patient. There was a report of helium loss alarm, with blood contamination of the pump assembly. As a result pcs part was replaced. It was reported that the patient was "fine". There was no report of serious injury or patient death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "helium loss alarm" was confirmed by the field technician. The field technician noted blood inside the pcs assembly which potentially caused the alarm. The root cause of blood back-up into the pump is undetermined. No iab rupture/leak was reported. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the event occurred in the anesthesia department, during use on the patient. There was a report of helium loss alarm, with blood contamination of the pump assembly. As a result pcs part was replaced. It was reported that the patient was "fine". There was no report of serious injury or patient death.